Event description:
The customer reported they cannot access the cine disk. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine disk. System operates as intended. (B)(4).